Manufacturer narrative:
The product investigation was completed. Device evaluation details: a visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the soft tip was bumped and dislodged inside the hub component. The soft tip condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Due to the conditions of the hemostatic valve, an internal action was opened. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. A device history record evaluation was performed for finished device number 00001622, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the soft tip was bumped. The hemostatic valve was found dislodged inside the hub component. The finding was identified on (B)(6) 2022. During the procedure after getting transeptal access into the left atrium, the vizigo sheath would not advance. The medical team looked at the sheath under fluoro and saw the sheath tip was bent. The vizigo sheath was exchanged and the procedure was completed. No patient consequences were reported. Soft sheath tip is not MDR-reportable. Hemostatic valve separation is MDR-reportable.